Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump backflow blood into the patient IV during delivery. The nurse hooked up one unit of prbc (packed red blood cells) to the patient programmed the pump to bolus, started the machine and heard it running. It was found that the blood was not going through the tubing but backing up into the patients. Heparin is an additional baxter product reported to be used at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d4, h6, h11. Additional information b5: the unit of packed blood cells was to be infused to a patient with a hemoglobin of 7 that had a splenic lack. The pump was set at "999", IV was patent and clamps were open with spike securely in the bag. The machine sounded like it was giving the bolus but not one drop of blood was falling in the drip chamber and was pulling blood from the IV. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.